Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: blood pump;intermittent loss of fill/flash- possible intermittent obstruction of lvad inflow cannula.specific component(s) involved: sensor dysfunction/possible thrombus in inflow cannula.causative or contributing factor: no specific contributing cause identified.intervention(s): await inhouse for transplant on dual driver console.implant device type: lvad.